Event description:
It was reported that the user facility had a swarm today for a patient who had a fall with injury. Upon discussing the event, it was shared that this patient was often caught turning off the bed alarm and that it is on the siderail as well as at the end of the bed. Further information regarding injury to the patient has not been provided.

Manufacturer narrative:
The event reportedly resulted in a patient fall with facial fractures. The reporting facility indicated that the bed exit alarm had been set by two nurses prior to the event. The event was reported to have occurred on a procuity bed; however, the specific model and serial number were not provided. The reporting facility requested additional training on proper bed operation for staff. Based on the available information, the event was not likely the result of a component level failure. The customer was provided with additional training on product use.

Event description:
No new information.